Event description:
The customer stated the unit was spinning with the door open and smoke was coming out of the bottom.

Manufacturer narrative:
Statspin centrifuge reported smoke coming out from bottom and the unit spins with the lid open. No injuries reported. No visible flames seen, charred material reported. It is unk if the fire department was called.